Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed and was not able to be recovered. Customer tried rebooting the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. Drawer 2.1 continued to fail after diagnostics were performed, which identified that the drawer open/close function was failing. A field service engineer had replaced the open/close sensor. The system was then tested using the hardware test application and the dispensing application, and all functions operated as expected. The system functioned as intended after the field service engineer repaired the device.